Event description:
Report 1 of 2. It was reported that a patient sample in a bd vacutainer® lh pst¿ ii plus blood collection tube gave an erroneous potassium test result. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: to investigate the complaint for erroneous results, ten (10) retention samples of the incident lot were selected from bd inventory for evaluation. 10 retained tubes were analyzed for the heparin content and were all within spec limits. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, erroneous results-potassium because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that a patient sample in a bd vacutainer® lh pst¿ ii plus blood collection tube gave an erroneous potassium test result. No patient impact reported.